Event description:
On (B)(6) 2014, the patient reported that she had experienced elevated blood glucose as high as 512 mg/dl. The patient stated that there was insulin leaking from her infusion set due to a hole in the infusion set. She stated that the hole may have come from her cat chewing on the infusion set. She stated that her insulin had been opened for a month and that may have contributed to her elevated blood glucose level. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Product discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.